Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 70-year-old male with acute myocardial infarction complicated by cardiogenic shock (pre-support clinical state consistent with scai shock stage c) was supported with an impella cp via percutaneous left femoral arterial access on (B)(6) 2026. Prior to device insertion, the treating physician was aware of a pre-existing occlusion of the superficial femoral artery (sfa) and determined that the potential hemodynamic benefit outweighed the known risk of limb ischemia. Ischemic changes of the left lower extremity, manifested by pallor and color change, were noted and were reported to have begun prior to introducer insertion. Attempts to place a distal perfusion catheter antegrade were unsuccessful due to the occluded sfa. Despite these interventions, limb ischemia did not resolve. The reported event involved left lower limb ischemia attributed to patient¿device interaction in the setting of known pre-existing peripheral arterial disease and vasopressor use. The ischemia did not resolve with impella cp removal and necessitated device explant and escalation of support. The event was assessed as related to patient condition and vascular access anatomy rather than device performance. The patient ultimately expired due to underlying clinical conditions while supported on impella 5.5. The reported ischemia may be influenced by patient specific factors such as severe peripheral vascular disease, underlying critical illness, hemodynamic instability, and vascular access characteristics. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage c shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
B1 of initial MFR 1220648-2026-07424 incorrectly selected serious injury. B1 should have selected death.

Manufacturer narrative:
Pdi (peripheral arterial ischemia): the root cause of the injury was unable to be determined due to insufficient clinical details.